Event description:
The patient tested his blood glucose on the suspect device and it was 74 mg/dl. He felt hypoglycemic, so his son took him to the emergency room. One hour later, his blood glucose was 24 (lab). The son had given him sugar on the way to the hospital. He was given IV fluids and admitted to the hospital.